Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel was unresponsive. The unit was swapped out with another to continue therapy. No patient harm was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel operation was poor. Poor touch panel operation (keys do not respond, there is a gap before response, and parts that are not touched respond. Pumping operation was normal. Screen unlock, augmentation alarm setting, alarm mute, etc. Are not possible. The iabp alarmed fault #63. The unit was replaced with a backup machine and continued therapy. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the display monitor to video generator board. The fse performed calibration and operation checks. The iabp was returned to the customer and cleared for clinical use. Video generator board and upper display monitor board: the following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The nrc observe damaged j4 connector on video generator board and broken harness connector. The nrc cannot be investigated further for video generator board. Video generator board failed testing. The nrc installed the upper display monitor board into the into the cardiosave test fixture and tested to the factory specifications per procedure and cardiosave service manual. The nrc could not verify the failure of touchscreen responding while pressed key. Upper display monitor board passed testing. Sending both boards to the supplier as per procedure. The new supplier will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure.

Event description:
N/a.